Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset (por) due to illegal address. Illegal address por occurred on (B)(6) 2013. Analysis of the device memory indicated the electrical reset alert.

Event description:
It was reported that the patient went to the emergency room due to a device alert. The device was found to have an electrical reset. The reset was cleared and the device remains in use. The patient is a participant in the attain performa (tm) quadripolar lead study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead implanted 2013 (B)(6); 4298 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.